Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "uncomfortable nerve pain, tugging and unknown rash, the rash is huge which consumes her face, neck and shoulder." Patient later reported rupture. Device was explanted.

Event description:
Patient reported left side "uncomfortable nerve pain, tugging and unknown rash, the rash is huge which consumes the face, neck and shoulder." Patient later reported rupture. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.6b,